Manufacturer narrative:
Summary of evaluation: the results of the evaluation suggest that this event may have been attributed to misuse.

Event description:
The black plastic handle on the impactor was broken. This event did not occur during a surgical procedure.